Manufacturer narrative:
(B)(4) the customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with a loose staple that did not close properly. The staples appear to be aligned properly. The stapler was returned with 31 staples left in the cover block indicating that at least 4 staples were fired by the end user. Functional inspection was then performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was unable to form or close properly. This was repeated two times with the same result. The forming tool from the returned sample was inserted into a functioning lab inventory stapler and reassembled. Upon engagement of the trigger, a staple was unable to properly form. There appears to be an issue with the forming tool. The sample was sent to the manufacturing site for further investigation and it was confirmed that the forming tool was defective, which prevented the staples from forming properly. Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. Corrective actions are already being implemented to prevent this issue from recurring. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. Corrective actions are already being implemented to prevent this issue from recurring.

Event description:
It was reported that when stitching up the patient after inserting a cardiac pacemaker the staplers did not close and therefore the suture could not be performed correctly. Clinical consequences: none, delay in surgery as a new device was needed.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73e1900100 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when stitching up the patient after inserting a cardiac pacemaker the staplers did not close and therefore the suture could not be performed correctly. Clinical consequences: none, delay in surgery as a new device was needed.